Event description:
A report was received that a pt's device had been explanted. The device was working properly, but the pt experienced pain in her lower legs and numbness in her hip since being implanted. The physician stated that the pt has a narrow epidural space and suspects that the leads were pressing on the spinal cord. The pt is no longer experiencing pain and is reportedly doing well following the explant procedure.

Manufacturer narrative:
A review of the mfg documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during mfg. This is the final report.